Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in a medwatch report provided to the manufacturer indicated that the problem was that the o-arm did not work for the case and the biomed was unable to fix the problem. The procedure continued without the o-arm and there was no harm to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the green line power led and ups batteries needed to be replaced. After replacement, the imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) would not turn on. It was noted the line power light was not illuminated. This issue was noted outside of a procedure, and there was no patient involvement.